Event description:
Customer reported that the insulin pump is squirting the insulin out during the manual prime process and the drive support cap is flush. Customer stated that she was connected during priming. Nothing further was reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a scratched display window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.